Manufacturer narrative:
Integra has completed their internal investigation on february 20, 2017. The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: evaluation of returned device; no highlighted issue. The instrument is compliant with the manufacturing specifications and passed the electrical test. DHR review; no anomalies that could be associated with the complaint were observed. Complaints history; no highlighted issue for this device - no adverse trend. Conclusion: the product sample met specification requirements.

Event description:
Report 1 of 4 - other mfg report #: 2523190-2017-00022, 2523190-2017-00023, 2523190-2017-00024. It was reported that the jaws did not coagulate and the sheath was very hot and there is a high risk of burn for the patient and user. The product was in contact with the patient however, no patient injury was reported.